Event description:
A physician reported that after surgery, lens appears covered with a thin irregular film. Pathologist said that findings could be consistent with a toxic substance on the lens, but she didn¿t have any way of testing for this. Findings are nonspecific, surgeon saw a puzzling post operative outcome closest to tass (toxic anterior segment syndrome) but very isolated in nature, but they were all implanted company lens. Patient had a dsek (descemet stripping endothelial keratoplasty), with positive outcome and there was no retinal damage. Additional information has been requested. There are three medical reports associated with same event. This file is 2 of 3.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).